Manufacturer narrative:
Additional information: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified.

Manufacturer narrative:
Field service specialist visited the account and verified optical coherence tomography and laser power with no issue found. Customer has completed numerous procedures since the issue with no problems reported.

Event description:
It was reported that surgeon believe the laser fired through the posterior lens of the left eye during a procedure and vitrectomy was performed as a result. Procedure was completed by surgeon and patient was referred to a retinal specialist.